Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation could not be adjusted with the pt programmer. The pt had experienced trauma to the body, but no specifics were reported. The pt could feel stimulation in one leg. There was also a problem with the recharger. The recharger had no shaded coupling boxes, and then the screen changed to the "poor communication" screen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.